Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and high blood glucose. The customer's blood glucose was 500 mg/dl at the time of call. Trouble shooting was performed and found customer had symptoms of nausea and vomiting. Customer was not using the auto mode feature. Customer treated the high blood glucose with insulin. The customer declined troubleshooting. Customer's blood glucose was 466 mg/dl at the end of the call. The insulin pump will not be returned for analysis.